Manufacturer narrative:
On (B)(6) 2015 followup: customer switched insulin to novolog and began using a t:holster (case). No additional 'occlusion' alarms occured. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received 'multiple occlusion' alarms. There was no reported impact to customer's blood glucose level.